Manufacturer narrative:
(B)(4). Teleflex received the device for analysis. The reported complaint of blood in helium pathway is confirmed based on visual inspection of the device. The cause of the complaint was unable to be determined due to the returned state of the device. The iab was returned with a broken central lumen piercing the bladder. The iab was also returned withdrawn through the teflon sheath; with the combined damage, the device was unable to be functionally tested any further. The root cause of how the blood entered the helium pathway is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint will be monitored for any developing trends.

Event description:
It was reported that the medical doctor inserted the intra-aortic balloon in the cath lab. The balloon punctured and blood was noted to be in the tubing. Helium loss alarm after seconds of insertion. The device was removed. As reported by the cath lab "they were holding pressure, and they lost access the iab was not replaced and the doctor elected not to replace the iab on the other side". There was no reported death or serious injury to the patient. A reported delay in therapy but no harm caused to the patient.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the medical doctor inserted the intra-aortic balloon in the cath lab. The balloon punctured and blood was noted to be in the tubing. Helium loss alarm after seconds of insertion. The device was removed. As reported by the cath lab "they were holding pressure, and they lost access the iab was not replaced and the doctor elected not to replace the iab on the other side". There was no reported death or serious injury to the patient. A reported delay in therapy but no harm caused to the patient.